Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was missing additive. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "after using the tubes, a fibrin clot issue occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/13/2021. H.6. Investigation: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin was not observed. Testing was performed on sst 3.5ml tubes from lot 1147670. 30pcs returned samples of lot 1147670 were tested on additive amount, 100pcs returned samples checked additive appearance, all result meet the product specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, fibrin/fibrin clots because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer/return and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was missing additive. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "after using the tubes, a fibrin clot issue occurred."